Event description:
It was reported that the core impaction drill heated up during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.

Event description:
It was reported that the core impaction drill heated up during testing before a procedure. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found throught the inside of the handpiece. Additionally a non-stryker motor was found.

Manufacturer narrative:
This supplemental is being filed to add the last name of the initial reporter.